Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for evaluation. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints with the reported symptom for this device. A review was performed by the post market clinical dept. Per the pharmacovigilance physician, the pt developed a hernia as a consequence of peritoneal dialysis therapy hernias are a well known complication of peritoneal dialysis. There are no reports of iipv or device malfunction. The pt is doing well and is back on 5 fills of 2000 mls.

Event description:
A peritoneal dialysis pt called fresenius technical support regarding assistance with my settings on his cycler. The pt stated he just got back from the hospital from a hernia surgery and needs to lower his fill volume on his cycler. The pt stated he was not connected at the time of the call. Technical support assisted the pt in programming his cycler to a lower volume. The fill volume was changed from 2000 mls to 15000 mls, with the last fill volume of 0. The total volume was changed from 10000 to 75000 mls. The pt will keep these setting until his nurse tells him to change it back. Per patient's pd nurse (B)(6), the hernia was not related to the use of the cycler. There were no overfills or large drains reported to her.